Manufacturer narrative:
B5: describe event or problem. Investigation summary: with all the available information, boston scientific concludes as no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided. Device technical analysis: the complaint device was not returned by the customer; therefore, no product analysis could be performed. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review: a review of the ams 700 hazard analysis was completed and confirmed that the events of fluid leak and therapeutic response altered were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: capsular contracture is not directly specified in the physician's manual, however, it does not represent an unanticipated event based on upon medical review. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint.

Event description:
It was reported that the patient presented a non functioning inflatable penile prosthesis (ipp). The dr. Made an incision and exposed the tubing and the pump. He cut the tubing between the reservoir and pump and tried to fill the reservoir. When doing so he discovered a leak in the tubing by the connection. He then tried to do a test on the pump and the pump would not work properly, it was locked up due to tissue in the poppet valve. The physician believes the tubing had a hole and the tissue entered the tubing and went into the pump. He then replaced the pump and reservoir but not the original cylinders.

Event description:
It was reported that the patient presented a non functioning inflatable penile prosthesis (ipp). The dr. Made an incision and exposed the tubing and the pump. He cut the tubing between the reservoir and pump and tried to fill the reservoir. When doing so he discovered a leak in the tubing by the connection. He then tried to do a test on the pump and the pump would not work properly, it was locked up due to tissue in the poppet valve. He then replaced the pump and reservoir but not the original cylinders.